Event description:
It was reported that the ilet user experienced persistent high glucose, removed the pump due to difficulty achieving range, did not take outside therapy, and later called to reconnect. A full infusion set and supply change was completed, and the prior cannula appeared straight with noted scar tissue, with the device component not applicable to a specific part. Symptoms included hyperglycemia reaching 401 mg/dl with associated nausea and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.